Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during a procedure. It was reported that the catheter's irrigation port broke during procedure. The catheter was replaced, and procedure was completed successfully without patient complication. The device will not be returned for analysis as it was already disposed.